Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that (2) abs-10060r angel machines are producing error codes. This occurred on (B)(6) 2022, during a harvested bone marrow procedure when the first abs-10060r (gb2010) was producing a light sensor error. The second abs-10060r (gb2738) when turned on its producing an error code disk boot failure - insert system disk. This resulted in the machines not spinning blood down to the proper components. The procedure had to be aborted.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.